Manufacturer narrative:
The reported event of no low voltage output due to electrocautery could not be confirmed. The pacemaker was received with battery above elective replacement indicator. Visual inspection noted electrocautery marks on the pacemaker. Electrical and mechanical analysis were normal with no anomalies noted.

Event description:
It was reported that the patient presented in clinic for a device exchange. During the procedure, the pacemaker was exposed to electrocautery which prevented low voltage output. The patient felt dizzy. The device was explanted and replaced. The patient was in stable condition post-procedure.